Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Be careful not to break the probe tip or separate the tissue pad by the load imposed on the probe tip and the tissue pad when the instruments are withdrawn from the body cavity and/or the instruments are cleaned. Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic gynecological procedure, the probe tip broke off as the physician tried to cleaned it. No device fragment fell into the patient. There was no bleeding reported. The patient did not require any additional procedures or hospitalization. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The device was returned to the service center for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and there was large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found to have normal wear, no metal exposed. The distal end of the device was inspected under a microscope and found approximately 10mm of the probe is detached, detached portion was returned. The device was attached to the test usg-400/esg-400 and failed the probe check. An u509 error code was observed when the device was activated. Both switches were checked and found functional. Based on the similar reported events, the cause for the damaged/detached probe is attributed to the probe coming into contact with a hard or metallic surface during activation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number.